Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. As the customer did not provide a lot number, a manufacturing record review and testing on reserve sample from the same lot could not be performed. Further investigation is not possible at this time. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The customer reported the following event occurring on one patient: a whole-blood patient sample was tested using a triage d-dimer panel and produced a d-dimer result of 1290 ng/ml ddu. This result was flagged as critical by the triage system and the patient was subsequently sent to the hospital for further testing. At the hospital, a plasma sample was tested on an alternative analyzer and produced a d-dimer result of 297 ng/ml feu. This result was considered non-critical by the customer. The customer declined to provide any additional information. The customer stated the triage result is not questioned. However, due to the conflicting results and the lack of a patient outcome, this event is being conservatively filed.